Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis andfurther information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump kept getting low battery warning no matter what kind of battery they put in. It had been going on for a month. When they insert a battery, the screen would be blank and it would not turn on. The customer had the battery cap replaced three months ago. The customer also reported that they were unable to open the battery cap. The customer¿s blood glucose at the time of the incident was 305 mg/dl. Troubleshooting was performed but the customer was still unable to open the battery compartment. Additionally, the customer reported that they visited the emergency room on (B)(6) 2017 due to high blood glucose. The customer¿s blood glucose level at the time of admission was 259 mg/dl. The customer had symptoms of high blood glucose, abdominal pain, leg aches, and headaches. The customer was treated and released after midnight. The customer was not wearing the insulin pump at the time of the hospitalization. The customer was off the insulin pump prior to the hospitalization for less than 48 hours. The device will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. The insulin pump passed the delivery accuracy test. No unexpected battery out limit, failed battery test or battery power loss alarms were noted during testing. The insulin pump was received with stripped battery cap coin slot (p). No traces of corrosion were noted at the electronic, motor or battery tube assemblies per visual inspection. The insulin pump was received with stained end cap sticker. The insulin pump was received with cracked case at the display window corners and display window. The insulin pump was received with minor scratched display window and case. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.